Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the display panel failed when connecting an endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device was shipped according to the specifications. Based on the results of the legal manufacturer's investigation, it is likely the front panel switches were not functioning due to a faulty main board. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
An olympus employee reported the display panel of the subject device failed when the scope was connected. The device is a demo unit and there was no patient involvement.